Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually and electrically. The analysis of the lead detected that the insulation of the lead body had been massively damaged by squashing and deformation about 54 cm distal of the is4 connector pin. The helix was broken at this site. This damage pattern is with high probability to be regarded as the cause of the clinical complaint. The observed damage pattern requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body (squashing) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, cuts were detected in the insulation and deformations of the lead body, which are likely the result of the explant process. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that the lead was explanted 17 months after the implantation due to impedances greater than 3000 ohms.